Event description:
It was reported that during an a-fib ablation procedure, the catheter had char on the tip. The approximate size of the char was '3-5 mm3'. The catheter was exchanged and the case was resumed without injury to the patient. The generator was set at 35 - 50 watts; flow rate 15 ml/min. Impedance rise was noted during the event. No abnormal catheter irrigation was noted before or after the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an a-fib ablation procedure the catheter had char on the tip. The catheter was exchanged and the case was resumed without injury to the patient. The returned complaint device was visually evaluated. No char was observed on the catheter's tip. The catheter was also evaluated for electrical leakage and resistance performance, temperature and generator behavior, deflection and flow rate performance. The analysis results showed the catheter passed these tests. The device history record (DHR) was reviewed and no anomalies were found. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition could not be confirmed.